Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 296mg/dl. The bg level was due to the customer consuming carbohydrates and a delay in delivering a correction bolus. The customer delivered a correction bolus to address the bg level.